Manufacturer narrative:
Other: cerebral hemorrhage. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed cerebral hemorrhage 3 months ago, which may have been caused by high blood pressure. After returning to the hospital for one month, the therapy was temporarily shut down. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.